Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned and analyzed. In logs, the 25745 error was found indicating the patient side cart (psc) button unstable -the patient clearance down (tornado) button on usm4 is unstable or noisy for at least 75ms on the usm, confirming the fault occurred in the field. Upon visual inspection, liquid intrusion was found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. Once testing was completed, the tornado switch assembly was inspected, and liquid intrusion was identified. The complaint was confirmed based on failure analysis. The probable root cause is attributed to fluid intrusion on the tornado switch assembly in the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the patient clearance was not responding. Site was able to use three arms, but it slowed them down. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint (the down button on tornado was not working) and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested ad verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.